Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.